Event description:
Additional information received on 07/27/2023 for report mw5119418 to update MFR and procode.

Event description:
"This is being marked as "pp" due to 1 or 2 beats of undersensed atrial tachyarrhythmias. Atrial fibrillation was observed on stored egm." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).